Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered correction bolus of insulin to address high bg. Reportedly, customer continued to use the pump for insulin therapy.